Event description:
Affiliate reports that fluid did not flow through the valve because the distal catheter detached from the valve, which resulted in a revision.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.